Manufacturer narrative:
Investigation results: the device was not returned for analysis as it was discarded; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the innova stent device confirmed that the events of stent partially deployed and catheter difficult to advance are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as unintended use error caused or contributed to event. Device analysis revealed the device was not damaged prior to attempted use and the exclusion of patient anatomy as a possible contributing factor by the physician. These factors in combination indicate that the damage to the device and advancement failure had a most probable cause of inadvertent user damage via manipulation of the device during initial vessel navigation attempts.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6x60x75 innova self-expanding stent was selected for treatment. During the procedure, it was noted that the stent could no longer be advanced after it had been inserted about halfway. It is not possible for it to expand to its maximum diameter with the strength it possesses. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was stable post-procedure.